Event description:
The customer reported via phone call that the insulin pump alarmed button error and that they were unable to clear the alarm. The customer's blood glucose was unknown. The customer stated that they did not press any buttons for three minutse or longer. The customer stated the insulin pump was not exposed to any moisture. The customer stated the insulin pump was not dropped or bumped. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.